Event description:
Hill-rom became aware that a pt allegedly fell and fractured their nose during use of one of its sold 300 wound surface devices. A hill-rom service technician was dispatched to investigate the pt fall off the device. When the technician arrived, staff explained the pt fell, fractured her nose and indicated the alternating pressure feature seemed to shift her to the left or right on the mattress surface. The side rails on the unnamed bedframe the device was on were in the stowed down position. Staff indicated the side rails are used during bed moves and were stowed at other times to reduce the risks of entrapment. The fall allegedly occurred when the pt rolled to mattress left edge where she then fell out of bed while the device was in alternating therapy mode. The technician inspected the 300 wound surface device and found it functioning properly. The device had been in the account for 4 years without incident but staff discontinued to use under this pt.